Manufacturer narrative:
The cause of the false alarms could not be determined as insufficient clinical details were provided and product wasn't returned for investigation. The cause of the alarms and optical signal issue was determined to be due to sensor wear. The cause of the bleeding cannot be determined as insufficient clinical details were provided. The root cause of the tachycardia and stroke was unable to be determined due to insufficient clinical details. The device passed all post-sterile inspection checks.

Manufacturer narrative:
Additional information received for d6 explant.

Manufacturer narrative:
Section d catalog number was corrected. H6 health effect - clinical code e060109, e0506 are no longer applicable to this report and was updated to include e2343. Health effect - impact code f1904, f2302 are no longer applicable to this report.

Manufacturer narrative:
A4,a6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 pump for mechanical circulatory support. It was reported that the patient presented to the hospital with worsening heart failure. An intro-aortic balloon pump was placed via axillary artery during a left ventricular assist (lvad) work up, however the following days the patient¿s hemodynamics worsened. The patient¿s ejection fraction was calculated to be 10% with a decreased mixed venous oxygen level of 47%, therefore the decision was made to escalate the patient to an impella 5.5 device. The impella 5.5 was inserted via axillary artery and support was started with no issues, however within the first 7 hours of support the pump abruptly stopped functioning twice. Each time, the pump was able to be restarted following the high motor current alarm with pump stop, however the p level would not go above p1 or p2 before stopping again. Additionally, it was reported that the patient experienced hematuria. A place was made to remove and replace the pump. The patient was brought back to the operating room for an impella 5.5 replacement. Upon removal of the first pump, a clot was observed on the inlet of the pump. Additionally, the axillary artery 8mm hemashield graft was found to have clots with in it. The physician suspected the reason of the clots was due to suspected heparin induced thrombocytopenia of the patient. The graft was removed and replaced with a new 10 mm hemashield platinum graft which was anastomosed to artery. The new impella 5.5 was implanted without issue, and the patient was released back to the intensive care unit (ICU). Upon returning to the ICU, the patient was noted to have a facial droop and left side weakness. The patient was taken for an emergency computed tomography scan where a clot was found, and the patient was taken for an emergent thrombectomy. The following day the patient was noted to have no deficits from the thrombotic event. Additionally, it was noted that the impella 5.5 was not well placed, and the surgeon was notified that the impella would need to be repositioned. The following day, the impella positioned was discussed. It was recommended to the surgeon to reposition the impella as the inlet was facing the mitral valve, and the pump was slightly deep at 6.4 cm. Although the concern that the malposition could contribute to ectopy, the physician declined to reposition stating that the ventricle was large and was satisfied with the pump position. Two days later, the pump was repositioned and pulled back to 5.1 cm and the power level was able to be increased from p-7 to p-8. The patient was placed on a two-week hold for additional surgery due to the stroke. The following day, it was reported that there were several impella in aorta and impella position unknown alarms which occurred during the previous night. Echocardiography was performed to verify impella position, and impella position was confirmed to be well placed. On the seventh day of impella support, it was reported that the automated impella controller (aic) experienced an unexpected shut down. No alarms had been observed, and the medical team replaced the aic to resolve the issue. On the fourteenth day of support, it was reported that there were ongoing false placement signal alarms, and the medical team disabled the alarm. The following day it was reported that the patient was experiencing gastrointestinal bleeding. Anticoagulation was withheld due to the ongoing bleeding and low hemoglobin. A unit of packed red blood cells were transfused as result of blood loss. On the eighteenth day of support, it was reported that there were placement signal and suction alarms. It was noted that there were no signs or symptoms of hemolysis due to the suction alarms, and that the patient¿s plasma free hemoglobin was <30 with adequate yellow urine output. On the twenty-fifth day of support, it was reported that the impella pump was repositioned due to the patient experiencing several runs of ventricular tachycardia. The patient remains on impella 5.5 support, with a plan for surgery for a durable lvad in the next week. This complaint involves three impella devices: pump 1: impella 5.5, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). Automated impella controller with serial number (B)(6). This MDR specifically addresses pump 2: impella 5.5, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.